Event description:
St. Jude medical ICD implantable defibrillator durata lead failed. This is the new lead which replaced riata leads. Caused multiple unnecessary shocks, kept shocking till I arrived at the hospital. After interrogation of device, it was determined lead had broken or failed. ICD shut down immediately. Still off since (B)(6) 2013. Too dangerous to turn back on; could cause more damage to heart. Drs say with proper medication, my ef is high enough to not need the ICD. Implantation date was (B)(6) 2008. Lead failed on (B)(6) 2013. I don't know if it was ever reported. Once again durata lead not riata lead that failed. Device never removed; still in chest with exposed wiring. I don't know what effect it will have on me in the future.